Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for paroxysmal supraventricular tachycardia (psvt) with a ez steer nav bi-directional electrophysiology catheter and suffered a heart block requiring medrol (methylprednisolone). During a pathway modification case, the patient experienced a heart block for 6 beats, and then slowly recovered. Intervention was medrol, no further intervention was required. Patient resumed 1:1 conduction, without further consequence. The patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of this event. Patient fully recovered with no residual effects. Physician's opinion regarding the cause of the adverse event is that it was related to ablation of the slow pathway, which is in close proximity to the his bundle.